Manufacturer narrative:
The iol was discarded at the surgery center and not returned to the manufacturer for analysis. Surgeon stated the reason for the explant was the patient's intolerance of the multifocality of the lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. Manufacturing records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from this work order were received. We have no reason to suspect this event is manufacturing related. Device discarded by the surgery center.

Event description:
It was reported the surgeon removed the patient's multifocal intraocular lens 4 months after implant due to the patient's intolerance of the multifocality. The initial implant was replaced with a monofocal lens without complication. The explanted lens was discarded by the surgery center.